Event description:
It was reported that the patient presented to the hospital with an open wound at the device pocket site. The physician believed that the open pocket was infected but was not related to abbott procedure and any abbott device. The pacemaker, right atrial (ra) and right ventricular (rv) leads were explanted on (B)(6) 2025 due to the infection. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.